Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had communication error message. No patient injury was reported.